Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080892) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of complication associated with device ("since essure birth control was inserted, I have had various complications that are worsening each year") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). At the time of the report, the complication associated with device had not resolved. The reporter considered complication associated with device to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.